Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump touch screen was delayed in responding to presses. It was also reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. Customer¿s blood glucose level was 200 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified while based on the analysis, the alleged touch screen and settings issues could not be verified.